Event description:
It was stated that the customer was hospitalized for high blood glucose. The blood glucose read high on the glucometer. It was stated that the customer used a rechargeable battery, and it melted inside the insulin pump. No troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.